Event description:
It was reported that during a radiofrequency (rf) ablation procedure to treat premature ventricular contraction (pvc) an intellanav stablepoint open-irrigated catheter was selected for use. During ablation of the target area an error appeared on the ablation generator indicating that the catheter temperature was higher than the target temperature. This error occurred about one hour into the procedure after maybe ten minutes of ablation time. The power was 35w and the catheter temperature was above 45 degrees celsius. The generator was in power control mode at the time. The tubing was checked, and it was found there was no clogging. The catheter connection cable was disconnected and reconnected, and then replaced, but neither action resolved the issue. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.